Manufacturer narrative:
H4: the device was manufactured from april 04, 2019 - april 05, 2019. H10: eleven (11) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No foreign material was observed inside the all bags. The fill port connector off all bags was removed and no foreign material could be observed in the fill port connector and cap. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in eleven units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.